Event description:
Rptr alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatment were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Rptr stated she discarded the device and so no product will be returned for eval.